Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. (B)(4). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. "Device evaluation: visual analysis of the returned device identified one curved opening, wear abrasion, yellow particles material was found on the shell and fold creases. A weight test of the device was verified and the device was within specification. A microscopic analysis was performed which identify: one opening crease sharp. Based on the device analysis the final assessment is: - one opening crease sharp in the side posterior assessed as fold flaw opening. No further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV.

Event description:
Healthcare professional reported left side textured implant removal, "creases", "capsular contracture grade IV". The device has been explanted.